Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the potential product leakage area was circled at the dialyzer header, however the specific defect that may have allowed a leak was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the top edge of a polyflux 140h during hemodialysis therapy. The patient was removed from the machine and the blood was returned. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.